Event description:
It was reported via clinic notes dated (B)(6) 2011, that the patient's current seizure control was excellent. It was also noted that the patient was utilizing a CPAP for obstructive sleep apnea. Per notes, it was reviewed with patient how the apnea can affect seizures. Attempts for further information have been unsuccessful to date.